Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the customer reported the ball bearing on the drill guide were missing and they were unable to assemble the drill guide. The repair technician reported the device was missing the green and gold drill sleeve. Damaged component is the cause of this issue and the reason for repair is missing component. The following parts were replaced: gold and green drill sleeve. The item was repaired per the inspection sheet, passed synthes final inspection on 06-oct-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review =part number: 322.430, lot number: 40p5856, manufacturing site: hägendorf, release to warehouse date: 13 march 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the staff assembling dhs instrument set, noticed that the two ball bearings within drill guide were missing and they were unable to assemble drill guide. This report is for one (1) 4.5mm dcp® hip drill guide neutral & load 60mm. This is report 1 of 1 for complaint (B)(4).